Event description:
Christensen all metal implants bilaterally implanted in 1995. Patient felt an explosion-like feeling in head in 2009. MRI indicated device has splintered and fragmented in patient's head. Doctors also found cobalt chromium in blood and urine. Surgery was scheduled in (B)(6) 2011 to remove the old device and replace it with an all titanium tmj concepts device, bilaterally. Surgeon implanted tmj concepts device on right-side and during the procedure nicked/cut the carotid artery. Because of this complication, the surgeon was unable to remove the broken implant on the left side and replace it with the new implant. The patient woke up in the operating room with high fever. Three weeks post-op, patient suffers from severe incapacitating headache attacks which cause the severe nausea. Right side of patient's face is almost completely paralyzed. Cheek is swollen and numb. Patient struggles to use right eye. Patient's eye is covered with an eye patch and used drops to keep eye moist. Eye doctor recommends sewing the eye shut if it doesn't improve in the coming weeks. Patient has limited use of eye and is unable to drive, use the computer or watch tv. Patient stumbles to the left when walking alone and uses a walker for stability. Patient did not have walking or balance issues prior to surgery. Patient experienced anxiety attack at the follow-up visit with the implanting surgeon. (B)(6).